Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient came in "today" so the hcp could aspirate the side port. He was able to aspirate 3 ml with no issues. He requested assistance with the priming bolus, and was able to prime the catheter volume. The dose was 850 mcg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient was stiffer and anxious. It was noted they do not believe the patient was going through acute itb withdrawal, but that they would like to perform a roller study on the patient's pump to see if it was malfunctioning. It was reported the hcp interrogated the logs and there is nothing abnormal. At the last refill a couple weeks ago, there was supposed to be 3 cc of fluid pulled out but about 8 or 9 cc's were pulled out. It was noted this was about the fourth or fifth time throughout this year that this has occurred. The hcp confirmed they had just performed a cap aspiration and that they were about to pull out 3 cc. It was noted that the side port aspiration was a little bit more difficult than in the past, but was still able to get csf. It was noted that under plain x-ray the catheter was connected and intact. The hcp attempted a single bolus and that did not help with troubleshooting the device. The hcp noted that they had cap aspirations where they could not get anything and others were extremely easy.

Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen (2000 mcg/ml, 700-800 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The patient had been getting back more than expected at the last 2-3 refills over "the past 8 months." The patient was doing well clinically. At the refill "today" the erv was 3.4 ml and the arv was 7 ml. Pump logs were checked. The hcp reviewed troubleshooting considerations. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.